Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by customer during use that cardiosave intra-aortic balloon pump (iabp) had over temperature alarm, the unit replaced by another to continue the therapy. No injury or harm reported.

Manufacturer narrative:
Updated fields: b4, e1 (initial reporter mail, event site telephone), e2, g3, g6, h2, h6(investigation findings, investigation conclusion, type of investigation), h11 corrected fields: e1(initial reporter name). A getinge field service engineer (fse) was being dispatched in order to evaluate. Fse found compressor and filter were malfunction so replaced the malfunctioned parts. The unit passed all safety and functional tests and was returned to the customer for clinical use.

Event description:
Na.